Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that user was unable to get medication from the station due to multiple encounters. A technical support specialist confirmed with the customer that the registration team had resent an a08 outbound message and refreshed each order within the cerner. Later, the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ es server, there was multiple encounters. The customer reported that due to the malfunction unable to get medication from pyxis resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, there was multiple encounters. The customer reported that due to the malfunction unable to get medication from pyxis resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.